Event description:
It was reported by dealer that the seat frame on both sides of the (B)(4) wheel chair are hitting the clothing guards. The right side of frame appears to be bent inwards. Dealer alleges chair taken out of box first time. Concealed damage, no freight damage to box.